Event description:
It was reported, upon attempting to put the flexible reamer, the reamer shaft just bent at the base and it did not go back to its original state and therefore surgeon was unable to use it. It never inserted into the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.